Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed and were unsuccessful. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The programmer was disassembled to isolate the anomaly components in the touchscreen assembly. When the lcd touchscreen laramie was swapped out with a known good unit, the product anomaly disappeared. This confirms a defective lcd touchscreen laramie caused the observed touchscreen failure.

Event description:
It was reported that this latitude programmer touchscreen was unresponsive. No adverse patient effects were reported. The programmer was return for analysis.